Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 818006. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterization could not be performed well. Failed to cut tissue. A replacement device was used to complete the procedure. No harm to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000274192 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.